Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device is explanted and replaced with a non allergan one.

Manufacturer narrative:
Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Physician reported rupture diagnosed by MRI. This record relates to the right side. Device is explanted and replaced with a non allergan one.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on the posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: creases were observed. Yellow particles observed on the surface of the shell. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported, rupture. Diagnosed by MRI. This record relates to the right side. Device is explanted and replaced with a non allergan one.